Manufacturer narrative:
(B)(4). The customer provided physio-control with a video of the reported event which confirmed the reported issue. Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device cycled power by itself when attempting to print a code summary. There was no patient use associated with the reported issue.